Event description:
It was reported that a patient experienced a pneumothorax after an ion transbronchial lung biopsy. The biopsied lesion was in the right middle lobe and less than 2cm in size, 2 cm from the pleura. The patient experienced shortness of air and chest tightness. A pneumothorax was discovered on stat chest x-ray in the post-anesthesia care unit (pacu) post-operatively and was large - with tension. Two separate chest tubes (pig tail) were placed, and the patient was admitted to the hospital for several days and then discharged home. The physician believed the pneumothorax occurred because of poor mapping of airways due to history of a right upper lobe lobectomy (the airways did not match at all) and that the pneumothorax would not have potentially occurred via another biopsy modality. The diagnosis was benign. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure.

Manufacturer narrative:
A system log review could not be performed because the system logs were not available.